Manufacturer narrative:
Customer discarded.

Event description:
The user facility reported that the tip cracked at the connection point of the handpiece during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.